Event description:
The system was activating intermittently. The doctor would press the footswitch and nothing would happen. The customer manipulated the footswitch cable to get the footswitch working and continued the case with no pt consequence.